Manufacturer narrative:
Inspection of the pod data from the received device showed the pod did not generate a hazard alarm during operation. No abnormalities were present in the data. Corrosion was observed on the mechanism rail and the piezo. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The internal cannula tear and subsequent leak is confirmed as the root cause of the internal corrosion. The observed internal cannula tear is related to action # (B)(4). Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone12.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after approximately 4-24 hours of wear on the leg, the patient¿s blood glucose levels increased above 250 mg/dl, and the pod emitted a hazard alarm. No specific blood glucose levels were reported, and no medical intervention was reported in relation to this event. The device was returned for investigation, and an internal cannula tear was identified.